Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a cartridge blood line. During treatment there was an external blood leak in a segment of the blood tubing. No additional clinical information has been provided.